Event description:
It was observed that during the device evaluation, that the subject device exhibited the distal end light-guide bundle is obviously broken, the universal cord is broken, multiple light dents on the insertion part, the distal lg glass is chipped, lg bundle, universal cord,insertion section, distal end cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is component failure of lg bundle/ universal cord/ insertion section/ distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.